Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient with a history of obesity and arthritis, has undergone multiple abdominal surgeries, including gastric bypass and hernia repair. In 2005 she was diagnosed with a recurrent ventral hernia. The information provided indicated that the patient was treated for recurrence and seroma, both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn. See MDR 1213643-2012-00034 for information related to the composix mesh implanted on (B)(6) 2005. The composix mesh implanted on (B)(6) 2006, was reported to the FDA in accordance with (B)(4).

Event description:
The initial attorney report alleged pain, contracted mesh and possible mesh explant due to defective mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2005 - patient underwent repair of recurrent ventral hernia with composix mesh. On (B)(6) 2005 - patient underwent exploration of the abdominal wound with placement of a jp drain. No evidence of herniation was noted and the mesh appeared to be incorporated in the underlying tissue inferiorly. On (B)(6) 2005 - patient underwent ultrasound guided drainage of abdominal wall seroma. On (B)(6) 2005 - patient underwent reconstruction of abdominal wall with composix mesh. Multiple hernia defects were noted superiorly with weakening of the fascia. The mesh was noted to have been "tailored appropriately" before placement. On (B)(6) 2008 - patient underwent CT guided drainage of anterior abdominal wall collection. On (B)(6) 2006 - patient underwent repair of recurrent ventral incisional hernia with a composix kugel mesh. On (B)(6) 2008 - patient underwent excision of all previously placed bard mesh. Operative dictation notes the previously placed mesh to consolidated and contracted into an area of hard mesh, causing pain for the patient.